Event description:
It was reported that during implant attempt, the guidewire would not go through the lead tip, either with use of insertion tool or by hand. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor blood/fluid obstruction full lead evaluation summary. Full lead